Event description:
Affiliate reported that it was found that the patient's ventricles were too large, therefore the doctor changed the pressure. The patients condition did not change, which resulted in an explant.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.